Manufacturer narrative:
Complaint no: (B)(4). This report involves the same patient as in cmplnt-(B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. Beginning on the day of onset, the patient was treated with vancomycin 260 milligrams intraperitoneally (frequency was according to serum levels, but was not specified and duration was not reported) for the peritonitis event. Antibiotic treatment with vancomycin was ongoing. Extraneal and physioneal therapies were ongoing. After four days of hospitalization, the peritoneal effluent was clear and the patient was discharged. The patient was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported eleven days prior to the receipt of this report; the patient was re-hospitalized to replace the peritoneal dialysis catheter as a preventative action. Three days later the vancomycin was discontinued and the patient recovered that same day. On the day of this report, the patient was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.